Event description:
Ribloc plate was removed due to plate breakage.

Manufacturer narrative:
Pt with chronic rib fracture non-unions had ribloc plates installed on (B)(6) 2008. On (B)(6) 2010, the plate was removed because it had broken. The 4 screws used to install the plate were removed with the broken plate. Pt admitted non-compliance with post surgery instructions not to lift more than 30 lbs. Add'l MDR's associated with this event are: 3005670412-2010-00004, 3005670412-2010-00005, 3005670412-2010-00006.